Event description:
It was reported by medwatch report that physician attempted to utilize the spring wire guide (swg). The swg continued to kink and not advance. A different kit was pulled and line was able to be placed. Pt was unstable and needed line placed asap. The problem with the swg caused a delay in care.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.